Event description:
It was reported that, "it was placed in a patient and the catheter had separated from the fins of the fins. During monitoring of the blood pressure, it was reported that there was no arterial curve, and that the catheter had separated from the flanges. The body of the catheter was removed with forceps." There was a surgical intervention on the patient's left arm by vascular surgery and the cardiac hemodynamic team. It was also reported that the patient had a "disabled radial artery". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization set. Clear signs of use were observed as there was biological material within the catheter body. Visual analysis revealed that the catheter was returned with multiple separations. The separations occurred adjacent to the juncture hub and along the proximal portion of the catheter body. A portion of the catheter remained connected to the juncture hub. The points of separation were observed to be rough and jagged. The catheter body was observed to be brittle and easily fractured once a perpendicular force was applied. There was a slight yellow discoloration observed on the catheter body. The appearance of the extrusion is consistent with exposure to uv light during storage and shipping. All separated pieces of the catheter were measured. There was 1mm of the catheter body within the juncture hub, and the remaining pieces were measured at 11mm, 8mm, 11mm, 4mm, and 50mm. Therefore, the overall length of the catheter from the juncture hub to the distal tip measured 85mm which is within the specification limits of 82-86mm per the catheter product drawing. This indicates that all of the separated portions of the catheter body were removed from the patient and returned for investigation. The catheter body outer diameter measured 1.081mm, which is within the specification limits of 1.04-1.09 mm per the catheter extrusion graphic. Functional inspection could not be performed due to the condition of the returned device. Manufacturing and r & d were contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A complaint history review for this failure mode over the past 5 years (15-apr-2019 to 15-apr-2024) was performed for all finished good part numbers containing catheter pcz-00820-002. All complaints identified as presenting this failure mode were reported from this same customer (hospital clinic de barcelona). No other similar complaints have been reported from any other customer. A review of sales for the same finished good part numbers over the same time frame identified a total of 2,418,555 ea sold globally in 40 different countries (93% of sales outside of spain). This indicates that the issue is isolated to this specific customer. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The current approved product labeling for finished good sac-00820-pbx was reviewed and label part number lbl058209 includes the iso 15223-1 symbol indicating "keep away from sunlight". The customer report of an arterial catheter separation was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter had multiple separations along the proximal body. The catheter body was observed to be brittle and easily fractured once a perpendicular force was applied. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (brittle catheter body) through prolonged exposure to uv light. A complaint history review was performed for all finished goods containing catheter pcz-00820-002, and it was confirmed that the issue is isolated to this specific customer. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping related to uv light exposure caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "it was placed in a patient and the catheter had separated from the fins of the fins. During monitoring of the blood pressure, it was reported that there was no arterial curve, and that the catheter had separated from the flanges. The body of the catheter was removed with forceps." There was a surgical intervention on the patient's left arm by vascular surgery and the cardiac hemodynamic team. It was also reported that the patient had a "disabled radial artery". The patient's current condition is reported as "fine".